Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as red, itchy and oozing. There was no alleged device malfunction contributing to the irritation. Patient was prescribed fusicutan plus betahmedtason by the doctor. Follow up indicated the irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as red, itchy and oozing. There was no alleged device malfunction contributing to the irritation. Patient was prescribed fusicutan plus betamethason by the doctor. Follow up indicated the irritation improved.